Manufacturer narrative:
Reference ID: (B)(4) following are the corrections made pertaining to emdr report number 3003768251-2024-00084 ((B)(4)): under adverse event information tab and section box d - suspect medical device - product UDI (rfb) information updated as "(B)(4)".

Manufacturer narrative:
Ref ID: (B)(4) the digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Field service engineer (fse) performed analysis and concluded that detector was dropped and had linear artifact across the bottom. Customer recalibrated the detector but still the issue persists. The detector and protection cover shall be replaced, along with performing additional calibration to resolve the issue.

Event description:
It was reported that there were issues with the detector as it was accidently dropped. Now the detector has intermittent artefacts. The device was in clinical use and there was no patient or user harm.